Event description:
The surgeon reported that inadvertent implantation of a silicone sizing instrument occurred in lieu of the intended implant.

Manufacturer narrative:
(B)(4). This case was reportedly the first use of the embrace system by the surgeon. Nuvasive surgical technique documentation specifies proper use of the sizing template. Review of nusil product info with (B)(4). No radiographs have been made available to confirm the reported event; however, surgical tray inspection noted the trial was not present in the tray following the surgery. The intended implant was present in the tray. Root cause of the event is believed to be related to use error.